Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced foot pain following a trial lead procedure on (B)(6) 2018. The patient was given steroids and re-evaluated 20 minutes later, but the issue persisted. X-rays revealed the trial lead was placed close to the pedicle nerve. As a result, the lead was removed. Additional information revealed the patient's foot pain is subsiding post-operatively.

Event description:
Follow-up information revealed patient foot pain has improved.